Event description:
It was reported that the patient experienced bradycardia, with a heart rate in the forties in beats per minute (bpm) noted on the patient's home heart rate monitor. The implantable pulse generator (ipg) lower pacing rate was programmed at seventy bpm. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.